Manufacturer narrative:
(B)(4).

Event description:
Customer reported a stricture formation after rfa with the 360 express catheter. Per physisican, the patient had a history of long segment (8cm) barrets esophagus which was treated with the express catheter. The patient developed dysphagia approximately two weeks after the rfa session and a stricture was noticed. The patient was then referred to dr. (B)(6). He noted a standard inflammatory stricture of the distal esophagus within the former rfa treatment zone. Due to what he determined to be post-ablation esophagitis. Dr. (B)(6) did not dilate the stricture during the first endoscopy but rather treated with carafate. The patient returned and the esophagitis/inflammation was absent, at which time a soft balloon dilation was performed. Since that time, two additional dilations have occurred. Follow-up rfa was also completed during this time. The patient was rendered asymptomatic. Per dr. (B)(6), the stricture was of the "usual type, patient responded very well to dilation."